Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure to treat atrial fibrillation (af) using a farawave pfa catheter the patient experienced reoccurrences of af. The original pfa procedure was completed on (B)(6) 2024. The first reoccurrence began on (B)(6) 2024 and the patient received electrical cardioversion that same day. The patient remained in sinus rhythm until (B)(6) 2024 when af reoccurred for a second time. No further information about the status of the patient has been provided and the issue is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.